Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found expected material wear. The wear is consistent with device use from normal use and servicing and the investigation did not establish a need for corrective action depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the office sets does not work. Device was found to have wear.